Event description:
Caller reported a cartridge alarm 20 occurring during the loading process. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Caller had not previously reported this specific alarm but mentioned consecutive cartridge alarms. Technical support decided to replace the pump, advising the customer on the steps for returning the malfunctioning pump and what to expect with their replacement, including updated software. Caller will contact a healthcare provider for backup insulin therapy, as none is currently available.